Event description:
It was reported a critical alarm, due to a motor stall, was heard and confirmed by telemetry. The motor stalled due to an MRI at 8:01 and recovered at 14:16. No symptoms or outcome were reported.